Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges adapter cap is worn and causing loosening of the tubing. Caller reported he does not notice looseness, then insulin will leak. Caller reported adapter was less than 2 months old and that the adapter is defective. No adverse event reported. Requested return of the alleged device and replacement was sent.